Event description:
It was reported that during a coronary angioplasty procedure, a shaft break occurred. While positioning the liberte monorail coronary stent delivery system for deployment, it was noted that the balloon would only partially inflate. Subsequently, it was also noted that the shaft had broken while attempting to fully inflate the balloon. The balloon did not provide adequate inflation; therefore, a 1.5 mm balloon was used and incrementally increased up to a 4.0 mm quantum maverick balloon to post dilate the stent and complete the procedure. No patient injuries or complications were reported. Patient status is listed as fine." Further information has not been received.